Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that they had high blood glucose levels and a broken belt clip. Customer stated the device alarmed after pressing the act button during bolus delivery. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the event or if the device was dropped. Customer's blood glucose level was 529 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.